Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the battery lifetime was shortened; the pump reached end of service date earlier than expected.

Event description:
On (B)(6) 2016 the representative further reported that the pump was not explanted yet. The representative had information that the pump was explanted but it was not taken out. The pump was stopped and out-of-use. There will be no further action or operation this year. The patient was on oral drugs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-dec-06 the representative further reported that no more troubleshooting than normal handling and reading the pump with the n¿vision was performed. The cause of the event was not determined. The status of explant was that ¿the pump will still be left in the patient¿ and not explanted yet. At some point the operation was cancelled and was to be done later (2017). There was no known date for explanting. The doctors still did not know if the patient will get a replacement or take the pump and catheter out and change to oral medication instead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-12 the representative reported that most of the previously reported 80 operations were related to an old spinal operation injury, a side effect of reconstruction and not related to the pump. The cause of the motor stall was not determined but only that the end of the battery was closing in. The pump was still implanted and was still waiting for explant. The concentration of clonidine was not known. It was further clarified that the pain had increased and was rising, not decreased as previously reported. The patient was on an oral drug and trying to detox her from the high doses. The status was unknown at the moment. The pump was expected to be returned once the patient was operated on. There was no date for this operation as a long waiting time could be expected in this hospital.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a representative regarding patient in (B)(6) who was receiving morphine, specifically infumorph, 0.799 ug at a dose of 12.129 ug/day and clonidine 1.599 "yg" at a dose of 24.258 ug/day. The patient's concomitant medications were not known. The patient's medical history included pain from spinal cord to which the patient had been operated on more than 80 times in her spine. It was reported that on (B)(6) 2016 during normal use the pump stopped at 02:54 the night between saturday and sunday. The patient noticed "decreased pain" in the morning and "felt abstinent". The pump was reported as old, had a short lifetime left, and was meant to be replaced now shortly. The logs were read, but no printer was available. The pump red "pump stall occurred during may period exceeded tube set". The pump was not able to be restarted and no other action was taken because the pump was to be replaced. Another pump log was to be printed when a printer became available at the hospital. The date of implant was not known. The pump status was reported as implanted but out-of-service and was to be replaced in the future; planned but not scheduled. They were still waiting for an operation date. The patient was getting her drugs orally and was almost in the same state as before motor stall. The patient's doctor was to decide if the patient shall get a new pump soon. At the time of the report the patient's status was reported as alive-no injury and the issue was not resolved.

Event description:
On (B)(6) 2016 the representative reported that the high doses were not correlated to the pump. It was set high to treat a high level of pain. The patient was treated with high dose morphine because of severe pain from her background problems. For some weeks the clinic tried to let her live without a pump and only oral treatment and to lower the daily dose. The only "problem" with the pump was the shortened lifetime and nothing else. The patient received a new pump implanted (yesterday, (B)(6) 2016) and they were waiting to see if everything was fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.